Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device was not working. During in-house engineering evaluation, and it was determined that the device had an unintended activation motion. The device was visually and functionally assessed and determined to operate with low power, and the anvil automatically extended when manually retracted due to trap internal pressure. That was considered due to an unknown cause of the seals. The anvil was manually retracted and held in the retracted position for a few seconds, the pressure was released allowing the impactor to operate as intended. It was further determined that the device failed pretest for impactor operation assessment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device having an unintended activation/motion, identified during service and evaluation was confirmed. However, an assignable root cause was not established. UDI: (B)(4).